Event description:
The customer reported that the paramedics were called due to her low blood glucose of 23mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was recessed. The caller mentioned that her old man woke up and found her on the floor because she passed out. The time was correct, but the date was incorrect. Assisted the caller with correcting. The customer sated that the reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.